Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was 91 miu/ml and was reported outside the laboratory. Based on the result, the patient was taken for an ultrasound and it was found that the patient was pregnant. The ER then called the laboratory and questioned the reported result. The sample was repeated and the result was >10000 miu/ml and when diluted was 80325 miu/ml. The repeat result was believed to be correct. There was no adverse event reported. The reagent lot number was 17982505 with an expiration date of 01/31/2018. The field service representative could not find a cause. He checked the probe adjustments and fluidics, adjusted the photomultiplier voltage, replaced the measuring cell, and ran performance testing. The results met guidelines. The customer ran calibration and qc with acceptable results.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Typical causes for this type of event include issue with sample quality or insufficient maintenance of the analyzer. The customer was not following the tube manufacturer's recommendation for centrifugation conditions.